Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture noticed at the time of explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having experienced a miscarriage. Healthcare professional later reported a right side rupture. Healthcare professional additionally reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture noticed at the time of explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp in the patch shell bond edge assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.